Event description:
Customer reported that all buttons on the insulin pump were unresponsive. Customer also reported that the backlight was not functioning normally and would switch on and off when pressing the act button. Blood glucose level was 82.8 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump had no button response due to moisture damage on the electronic assembly. The insulin pump had moisture damage at the motor assembly. The insulin pump was received with minor scratches on the display window, cracked case at a display window corner, a cracked reservoir tube lip, and no back light due to moisture damage on the electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.